Event description:
A customer contacted baxter's technical service center to report having negative ultrafiltrations (uf) with the homechoice (hc) machine during drain 3 of 4. The drain volume was 2074mls. The reported uf was -1044mls. The technical service representative (tsr) advised the home patient (hp) to reposition and then press stop and go. The hp drained 4405mls and the machine moved to fill 4 of 4. The uf then was 901mls. The hp did not want to swap the device. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was not contacted by the home patient (hp) regarding the issue, however stated the cycler was eventually swapped and the hp has not had any issues since. Per the nurse, the hp is doing well on therapy and there was no patient injury or medical intervention. Product surveillance contacted the home patient (hp) regarding the reported event. Per the hp, his largest prescribed fill volume is 2500mls. The hp stated he was not aware of what may have caused the large drain volume. He stated he did not have any programming issues, did not bypass any alarms or the initial drain and did not perform any manual exchanges. The hp stated he received a new cycler and has not had any issues since. The hp stated he was doing well on therapy. The drain volume of 4405mls and the fill volume of 2500mls meet the criteria for an increased intra peritoneal volume (iipv) event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device for the reported event of an increased intra-peritoneal volume (iipv) event. Review of the device logs revealed that an iipv occurred on (B)(6) 2009. Further review of the device logs revealed that the device was programmed for a 75% minimum drain volume in the nurse menu. The assignable cause of the iipv was determined to be false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event. The device was forwarded to service.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3686ml. The fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the patient's nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill, however, the patient reported having lower ultrafiltration readings. Per the nurse the patient's bed might be too high. When the patient stands up to drain he drains well, however, laying makes draining more difficult. The nurse advised the patient to lower his cycler. Per the nurse the patient is getting a transplant soon. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv